Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Customer service states the provider alleges the right rear wheel is bent and rubs against the armrest. Dealer states that both wheels, and the right is worse, are wobbling and they are hitting the armrest at times. Per the technician's evaluation, the clothing guard had marks on it from the wheel rubbing on it. They were unable to test the wheel since it was out of round.